Event description:
The acudose cabinet locked up and the critical care unit (ccu) staff members could not get the required emergency medications. The touch screen displayed "cabinet errors". Since this was after hours, an on-call pharmacy technician had to come in to reset the machine. In the mean time ccu staff had to go to both the ed and the pacu for the medications required for an emergency intubation of a child. After a few hours, the patient was transferred out of the ccu. There was a software upgrade last week, however, the exact date of the upgrade is unknown. This particular cabinet is and has been serviced by techs sent by mckesson over the past six months, and the mckesson techs have replaced multiple parts on the cabinets at different times. There are five other similar cabinets in our facility, and so far there have been no reported problems with them, though they have not been checked. Our pharmacy manager says we now call mckesson immediately when a "cabinet error" occurs. They then trace the error from their location. They have been able to trace the errors to a specific area of the hospital, but nothing definite. After this incident occurred, the tech support person expressed that he believed this incident may have been related to user error.